Event description:
Philips received a complaint by the customer on the v60 indicating during preventative maintenance (pm), it was observed that the device was not showing battery percentage. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated during pm, the battery light-emitting diode (led) on front panel flashed continuously after several days of charging and in pneumatics the battery charge % shows zero. The battery volts are 14.5v, unit operates normally on ac and dc power. The customer requested troubleshooting for battery never fully charging, and the rse noted the battery installed is parts source and not a philips brand battery. The rse advised customer that only a philips brand battery can be recommended for use and proper battery charging, provided v60 battery order info and customer acknowledged. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating during preventative maintenance (pm), it was observed that the device was not showing battery percentage. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states during pm the battery led on front panel flashes continuously after several days of charging and in pneumatics the battery charge % shows zero, battery volts are 14.5v, unit operates normally on ac and dc power, requests troubleshooting for battery never fully charging, noted battery installed is parts source and not a philips brand battery. The rse advised customer that only a philips brand battery can be recommended for use and proper battery charging, provided v60 battery order info and customer acknowledged. The customer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.